Event description:
It was reported, the xenon light source had front panel lighting failure due to system failure (e.g. Front panel blinking / does not light / does not turn off) blinking light issue (front pane l lights are blinking when turned on without a scope plugged in). The issue occurred during a therapeutic (bronchoscopy/ebus) procedure. The procedure was completed with the same device and there were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3,h4, h6, h10. Corrected fields: d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fourteen (14) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the root cause could not be identified. However, it is likely that a faulty turret motor led to the malfunction, resulting in the front panel blinking issue. Olympus will continue to monitor field performance for this device.